Event description:
Report rec'd via legal department alleging catheter lumen occlusion. Pump removed due to infection. F/u with health care provider revealed pt's device system "did not work at all." Hcp does not know the nature of the malfunction but problem was determined to be with the catheter. Pt has very fragile health with many medical diagnoses including respiratory problems that make surgery difficult. Pt had a difficult post op recovery each time they had surgery. Device system explanted 2002. New system implanted the following month. Pt is doing quite well with their new device system and is receiving pain relief now.